Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation

Event description:
Healthcare professional reported a left side "te damage". Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side "te damage". Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening striated assessed as to surgical damage. Additional observations: no other observations observed.

Event description:
Healthcare professional reported a left side "te damage". Device has been explanted and replaced.